Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively opacification of the lens has been observed leading to a visual decline for the patient. The patient underwent an additional surgery whereby the sulcoflex iol was explanted. "Iol replacement or extraction" is listed in the "adverse events" section of the IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "opacification of iol"; perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intracular gases during vr surgery, idiopathic, exposure to silicone oil, incompatibility with other medical technologies (e.g., ovd, vr surgery materials, MRI, x-ray, corneal surgery) and additionally for sulcus lenses surgical error. The device was retained and returned to rayner for evaluation. . Following receipt of the product return, the lens was passed to the material science and toxicology team for analysis. Upon receipt the explanted iol was sterilised by autoclave sterilisation and rinsed with purified water to remove residual salts. Comprehensive sem analysis did not reveal any evidence of calcium phosphate mineral deposition on the lens. Analysis revealed that carbon (c) and oxygen (o) were the main elements of the sample, consistent with the material of the acrylic iol. Secondary alizarin red staining was performed to confirm the sem analysis results. Alizarin red staining test performed on the returned iol showed that the sample did not bind or stain any calcium. The iol analysis concluded that there is no calcification of the iol. It is not possible from the analysis performed to determine the root cause of the reported opacity of the lens; however, it is possible to exclude a lens related cause.

Event description:
On 1st august 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a sulcoflex iol. The event description provided states that post-operatively the patient has developed opacification necessitating lens explantation. Note: sulcoflex iols are intended for implantation in the ciliary sulcus and are not available in the USA; however, as they're manufactured from the same material as rayner iol models on the market in the us, the event is being reported.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively opacification of the lens has been observed leading to a visual decline for the patient. The patient underwent an additional surgery whereby the sulcoflex iol was explanted. "Iol replacement or extraction" is listed in the "adverse events" section of the IFU. The explanted lens was retained and returned to rayner for evaluation. The explanted lens has been received and is undergoing sterilisation prior to being subject to scanning electron microscopy (sem) testing. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "opacification of iol"; perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intracular gases during vr surgery, idiopathic, exposure to silicone oil, incompatibility with other medical technologies (e.g., ovd, vr surgery materials, MRI, x-ray, corneal surgery) and additionally for sulcus lenses surgical error. Cause not yet established. Investigation is ongoing, additional information has been sought from the healthcare facility and evaluation is planned but not yet complete.

Event description:
On 1st august 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a sulcoflex iol. The event description provided states that post-operatively the patient has developed opacification necessitating lens explantation. Note: sulcoflex iols are intended for implantation in the ciliary sulcus and are not available in the USA; however, as they're manufactured from the same material as rayner iol models on the market in the us, the event is being reported.